Manufacturer narrative:
The tip cover accessory nor the instrument will be returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument or accessory are returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the tip cover accessory was inside the patient. The tip cover accessory was retrieved with a laparoscopic grasper during the same da vinci surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtain the following additional information: the customer confirmed that procedure was completed robotically and the fragment was retrieved during the same procedure without patient harm. Furthermore, it was confirmed that both the monopolar curved scissors (msc) instrument nor the tip cover accessory will be returned to isi for evaluation. The customer was not able to confirm the date of the event.